Event description:
During implant procedure, it was observed that the helix of the right ventricular (rv) lead retracted while the helix locking tool was in place. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was partially extended and clogged with blood/tissue as returned. Visual inspection and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.